Event description:
It was further reported that a second non bsc guide wire was used in the procedure after the first nonbsc wire, and another manufacturer's stent was also implanted in the lesion.

Manufacturer narrative:
The event occurred in (B)(6). Additional information obtained by the investigation indicates that date of event should be (B)(6) 2010. Additional information obtained by the investigation indicates that date received by manufacturer, should be 08/13/2010. (B)(4).

Event description:
The customer alleged 3 different laboratories experienced false negative results for the intact human chorionic gonadotropin + beta- subunit (hcg+beta) assay. The exact number of patient samples impacted was not provided. Discrepant results were provided for one patient. Results were generated on the cobas analytical e module the customer stated that they obtained an error upon the initial hcg+beta test for this patient. The assay was repeated with a value of 4.4, which was reported outside the laboratory. The doctor questioned the result. The specimen was repeated with an hcg+beta value of 7159, which was also reported outside the laboratory. The units of measure were not provided. There was no allegation of serious injury or death associated with this event. The lot number of hcg+beta reagent was not provided.

Manufacturer narrative:
The event occurred in (B)(6).